Manufacturer narrative:
No excessive no delivery alarm and low reservoir alarm during testing. Unit passed the rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Unit had cracked battery tube threads and cracked reservoir tube lip.

Event description:
The caller reported that the insulin pump alarmed no delivery. The customer experienced high blood glucose levels. Customer's blood glucose level was 408 mg/dl. The tubing was kinked. The time on the insulin pump was incorrect. The customer was advised that the device would be replaced and agreed to return the product for analysis.